Manufacturer narrative:
This report is the final report submitted regarding this surgical event and medical device. Walch, g et al. (2011). A multicenter study of the long-term results of using a flat-back polyethylene glenoid component in shoulder replacement for primary osteoarthritis, j bone & joint surg, 93-b:210-216.

Event description:
One revision performed for glenoid component loosening.